Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that the host pc was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the host pc was defective. To resolve the issue, the fse replaced the host pc. The defective part was returned for analysis, for host pc malfunction was observed and the failure was found to be related to power supply failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.